Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Dehydration, bowel obstruction, tachycardia, and abdominal pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of dehydration and bowel obstruction as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of abdominal pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to lap-band system that occurred in fewer than 1%, of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of surgery related complication/observation as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."

Event description:
Health professional reported pt in (B)(6) study was "admitted to hospital with dehydration and ileus. Pt had difficulty hydrating herself due to distention and abdominal discomfort. She was tachycardic p112. She was admitted to the hospital for rehydration. She was sent home 48 hours later." Pt was hospitalized (B)(6) 2008.